Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11j. Retainer = black. The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and broken battery tube threads. Cosmetic damage on the battery compartment and battery tube threads are confirmed.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.